Event description:
It was reported that the left ventricular lead had high threshold and the patient was experiencing diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : a 5076 implantable pacing lead: (B)(6) 2008. A 6935 implantable tachy lead: (B)(6) 2011. (B)(4).